Event description:
It was reported the pump had eroded through the skin on the patients left lower abdomen. The pump and catheter were functioning properly. The pump was explanted, and a new pump implanted in the patients left buttock. New pump tubing was implanted. Cultures were taken at the original pump site. The patient did not have any obvious signs of infection at the pump site. The cause of the erosion was unknown but the patient was heavy with abdominal fat/skin folds that when sitting made the top edge of the pump stick out. Patient status at time of this report was alive; no injury. It was believed the patient was doing fine and getting effective therapy. The pump was delivering fentanyl, bupivacaine and morphine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the symptom the patient experienced was skin erosion. The cause of the event was the pump turning and pushing on the incision.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a health care provider via a study regarding a patient who was receiving 2,000 mcg/ml fentanyl at 1 ,452.1 mcg/day, 8.0 mg/ml bupivacaine at 5.8084 mg/day, and 4.8 mg/ml morphine at 3.4850 mg/day via an implantable drug pump. The pump had been implanted to treat spinal pain. It was reported that on (B)(6) 2015, the patient reported new pain at the pump pocket site. Examination identified erythema and ecchymosis at the pump pocket site. The nurses had difficulty with the pump refills due to the patient's reported pain. The pump and catheter were replaced as previously reported on (B)(6) 2015. The issue resolved without sequelae.